Event description:
It was reported that the customer programmed a food/correction bolus the pump recommended a bolus larger than expected on several occasions. Customer overrode the recommended bolus each time and there was no over-delivery of insulin. During troubleshooting with tandem technical support, pump date indicted that customer's carbohydrate setting was incorrect (1:1 instead of 1:10). Customer changed the setting successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.